Event description:
Hold for jb 11.13 it was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient reported being hospitalized due to inaccurate cgm readings. The patient reported his cgm values were changing rapidly. The cgm was reading 298 mg/dl, then 5 minutes later it was 256 mg/dl, and then another 5 minutes later it was 289 mg/dl. The patient also tested his bg via fingerstick with different bg meters and got the following results: 338 mg/dl, 248, mg/dl, and 314 mg/dl. It is unclear when these bg readings were taken in comparison to the cgm values reported. The patient refused to provide any further event details. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/17/2024. It was reported that the patient was in the hospital for 3-4 days. No additional patient or event information is available.